Manufacturer narrative:
Four 139112ext returned unopened in original packaging. The lot number of the devices ¿ 202005114 was verified. A visual inspection found the seal on the packaging was sealed at an angle leaving gaps in the seal on the sides. The devices were dye leak tested per tm-10-217 rev. F, which indicated insufficient heat seal on three of four devices tested. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 75 complaints, regarding 865 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised sterility guaranteed unless package has been opened, broken, or damaged. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
During incoming inspection, the distributor rejected this device, 139112ext, for an insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. This will be reported as a malfunction with potential for injury upon reoccurrence.